Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, hand piece jaw was difficult to open. The jaws were partially open. There was no patient injury.